Event description:
The affiliate stated the customer reported an elevated initial troponin I (access accutni) result, within the risk stratification, for one patient, involving the access accutni assay used in conjunction with the unicel dxi 600 access immunoassay system and the access accutni calibrator. An initial result of 0.15 ng/ml was obtained and reported out of the laboratory. As a result, the patient was admitted to the hospital. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome received from the customer. A reanalysis of the sample, on the same instrument, one hour following the initial value, generated a lower result of 0.02 ng/ml within the normal reference range. No system issues were noted at the time of the event.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.